Event description:
It was reported that the therapy system, including this right ventricular (rv) lead, was explanted due to erosion and a suspicion of infection. No additional adverse patient effects were reported. The device is not expected to return.